Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump passed self-test and unexpected restart test. No unexpected error alarms noted. The insulin pump was downloaded properly using carelink pro. However, an unexpected restart error alarm found in alarm history screen. The unexpected restart error alarm due to corrupted history file. No cosmetic damage noted.

Event description:
The customer reported via phone call that their insulin pump alarmed unexpected restart once and failed on startup five times. The customer's blood glucose was unknown. While troubleshooting, the customer explained that the insulin pump had been stored or not in use for an extended period of time. The customer also experienced difficulty with uploading to carelink. The customer further stated that a temporary basal was not programmed before the failed on startup alarm. The customer was advised that the failed on startup alarm was normal insulin pump behavior and that the insulin pump would alarm as such without a battery for an extended period of time. The customer was advised that the insulin pump would be replaced. The customer agreed to return the insulin pump for analysis.